Event description:
It was alleged the device prompted pacing leads off when an attempt was made to pace a pt.

Manufacturer narrative:
The device was observed to intermittently promt pacing leads off during evaluation by physio-control. Although the discrepancy was determined due to failure of the device interconnect pcb assembly, a component level root cause could not be determined. The assembly was replaced, the device retested and returned to the facility for use.